Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator).   During the procedure, there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet.  Based on historical review of complaints, these events are typically a result of suboptimal positioning of the valve in combination with leaflet overhang.  Other potential contributing factors include: leaflet impingement in a highly calcified valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate flow post valve deployment and rapid pacing.  This can result in a temporary decrease in the pressure gradients, resulting in an inadequate pressure change to close the leaflets.  In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support.  Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, there was no indication a product deficiency contributed to this adverse event.  Per report, the valve leaflets were suspected to have become damaged during post dilation with a non-edwards balloon.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral valve in valve (26mm sapien 3 valve in 23mm surgical valve) in the pulmonary position, during post dilation with a 25 atlas balloon, the valve's leaflets were suspected to have become damaged.  A second valve sapien 3 valve was deployed. Additional information provided indicated the valve was post dilated to crack the surgical valve in order to maximize the eoa for future surgeries.